Event description:
It was reported that an obtryx sling was implanted on january 28, 2005. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.